Event description:
It was reported that during the implant procedure, the sub-select catheter was used and a layer on the inside of the catheter flaked off while slitting. The very fine material was not cut by the slitter, but it rumpled in front of the slitter blade and accumulated within the cut causing the slitter to become stuck. There was much difficulty slitting the catheter resulting in dislodgment of the left ventricular (lv) lead. The second attempt was made to position the lead to an alternative vessel using another catheter from the same lot and, again, the same issue occurred while sitting, even with the use of a new slitter. Once positioned, the lead measurements were not acceptable with high threshold and phrenic nerve stimulation. The lead was not implanted and was replaced with a new lead. The catheters were removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).